Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hasson cone accessory was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any signs of thermal damage. No product issue related to the complaint was identified. The hasson cone was found with the white clamp collar broken. No pieces were missing. The collar was found broken but still secured at the top of the cone. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the accessory or inadvertent collisions with hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to cracking.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the hasson cone had thermal damage on the pulley cover. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the hasson cone for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.